Manufacturer narrative:
Block e1: initial reporter address: (B)(6) layout; reported here as the reporter address exceeded character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted into the pancreas for a pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, a linear echoendoscope was advanced into the stomach and used to identify the pancreatic pseudocyst. The target lesion was visualized clearly on endoscopic ultrasound (eus). Color doppler imaging was employed to confirm the absence of intervening vascular structures along the intended puncture path. Once a safe window was confirmed, the pseudocyst was punctured using a hot axios catheter with an electrocautery-enhanced tip. Under continuous eus guidance, the catheter was advanced into the pseudocyst cavity using a combination of cautery and forward pressure. Proper tip placement within the cavity was confirmed via eus imaging. The distal flange was deployed inside the pseudocyst. The catheter was then gently retracted to achieve tissue apposition between the pseudocyst wall and the gastrointestinal wall. However, during the attempt to deploy the proximal flange, the stent failed to open despite multiple attempts. The procedure was completed using an alternate device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Corrections: block b1 (adverse event/product problem) has been updated to adverse event and product problem. Block b2 (outcomes attributed to adverse event) has been updated to required intervention to prevent impairment/damage. Block d2a (common device name) has been corrected to pancreatic stent, covered, metallic, removable. Block d2b (pro code) has been corrected to pcu. Block h1 (type of reportable event) has been corrected to serious injury. Block e1: initial reporter address: (B)(6) ; reported here as the reporter address exceeded character limit for the designated field. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of additional device required for stent removal.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas for a pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, a linear echoendoscope was advanced into the stomach and used to identify the pancreatic pseudocyst. The target lesion was visualized clearly on endoscopic ultrasound (eus). Color doppler imaging was employed to confirm the absence of intervening vascular structures along the intended puncture path. Once a safe window was confirmed, the pseudocyst was punctured using the catheter electrocautery-enhanced tip. Under continuous eus guidance, the catheter was advanced into the pseudocyst cavity using a combination of cautery and forward pressure. Proper tip placement within the cavity was confirmed via eus imaging. The distal flange was deployed inside the pseudocyst. The catheter was then gently retracted to achieve tissue apposition between the pseudocyst wall and the gastrointestinal wall. The stent was fully deployed but it failed to expand after deployment. The proximal flare posed a constraint, and despite allowing time for spontaneous expansion, the stent still did not open and was subsequently removed with the use of snares. The procedure was completed following the use of another of the same device. There was no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas for a pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, a linear echoendoscope was advanced into the stomach and used to identify the pancreatic pseudocyst. The target lesion was visualized clearly on endoscopic ultrasound (eus). Color doppler imaging was employed to confirm the absence of intervening vascular structures along the intended puncture path. Once a safe window was confirmed, the pseudocyst was punctured using the catheter electrocautery-enhanced tip. Under continuous eus guidance, the catheter was advanced into the pseudocyst cavity using a combination of cautery and forward pressure. Proper tip placement within the cavity was confirmed via eus imaging. The distal flange was deployed inside the pseudocyst. The catheter was then gently retracted to achieve tissue apposition between the pseudocyst wall and the gastrointestinal wall. The stent was then deployed but it failed to expand after deployment and was subsequently removed with the use of snares. The procedure was completed following the use of another of the same device. There was no patient complications reported as a result of this event. Additional information received on september 1, 2025: it was reported the stent was fully deployed; however, it failed to expand as intended. The proximal flare posed a constraint, and despite allowing time for spontaneous expansion, the stent still did not open and was then removed using snares. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block b5 (describe event or problem) has been updated. Block d2b (pro code) has been corrected to kns. Block e1: initial reporter address:(B)(6); reported here as the reporter address exceeded character limit for the designated field. Block h6 has been corrected: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf impact code f2301 captures the reportable event of additional device required for stent removal.